Manufacturer narrative:
.

Event description:
It was reported that this patient was recently implanted and developed non-convulsive status (ncs) which was stated to have coincided with an increase in their vns settings. Additional information was received from the patient¿s neurologist indicating that at the time of the event, the patient was set to be titrated using scheduled mode where the scheduled settings increase coincided with ncs (pt. Was increased to 0.5ma). It was stated that this happened at home, with no other contributory factors. It was stated that this has never happened to the patient before and the doctor suspected the event was related to vns stimulation. The event was improved (and so did the patient) with medication. No additional information has been received to date.